Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that the catheter fractured. The target lesion was located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the catheter fractured inside of the patient. The detached catheter was retrieved by using a snare. No patient complications were reported and the patient is fine.

Event description:
It was reported that the catheter fractured. The target lesion was located in the superficial femoral artery (sfa). A 2.1m jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the catheter fractured inside of the patient. The detached catheter was retrieved with a snare. No patient complications were reported and the patient is fine. It was further reported that the catheter tip fractured. The physician had finished the atherectomy and realized the tip had fractured.

Manufacturer narrative:
Device analysis: visual examination of the returned device noticed that there was shaft damage in the form of kinks and buckling located 1cm to 1.5cm from the tip. There was also bend damage at this location which gives the indication of interference with another device. The distal cutter was detached form the catheter shaft. The device was set-up and functionally tested per the instructions for use. The device did not rotate due to the damage at the tip area. This is an indication of drive coil kinking damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.